Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the error in the problem area of the pipetter assembly. The fse inspected and cleaned tip clamps and tip eject sleeves and performed an alignment adjustment for the tip pick-up. He also performed a calibration of the tip and sample tube alignment. The instrument was inspected, tested without further problem, and returned to service.